Event description:
At the end of 12/05 I started experiencing extreme redness and then pain in my right eye. I immediately discontinued wearing my contact lenses. A day or two later I awoke in the middle of the night with an unbearable pain in my eye. I went to the emergency ward. The emergency ward dr put a numbing agent in my eye then proceeded to check my eye. He recommended that I see an eye dr the next day. The following day I went to my eye dr who proceeded to put me on a combination of steriods and antibiotic. Over the course of the next few days my eye condition worsened. The dr tried a number of different medicines but the eye did not respond. The eye continued to get worse. Over that period of time the eye became extremely sensitive to light. The weekend before martin luther king holiday I again woke with a pain that was unbearable and paged my eye dr around 7 am in the morning. That is when he suggested I see a cornea specialist. He arrnged for me to get into the specialist that day. Through the month of january the cornea specialist tried several combinations of medicine to get the eye under control. The medicines didn't respond so the dr did a diamond eye polish procedure to remove the scarring tissue that was invading the eye. The polish removed the tissue but in a few days the cornea and part of the pupil were again covered with a grayish scar like tissue. I was seeing the specialist almost every other day. At one point he patched the eye after administering some medicine. The eye was patched for a 24 hour peirod and again there was no change in the condition. Several times my original eye dr and the specialist suggest they should consider taking a culutre of the eye. I had several drs look at the condition during the time of the specialist. They would talk to each and discuss how baffled they were over this condition. They had several hypotheses that they could never prove or disprove. They remakred how they had never really seen anything like this and they didn't understand why the eye was not responding to the various treatments that they adminsitered. That never happened. They just kept trying different types of medicines. They took me off of the steriod medicine at point because it severely aggravated the condition. In the end, around the first week or so of february after a multitude of different combinations of medicines, the eye finally got better. However, the eye does have a loss of vision over what the original vision was in the eye. When I called the specialist to ask if my condition might be attributed to the fungal keratitis break out, the dr responded that it was not a fungal keratitis because if it were then I would not have responded "so well" to the treatment they provided. This answer was vastly different from the conversations that I experienced with the drs as I was going through their prescribed treatments.